Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.

Event description:
Patient implanted with a 2 level prodisc-l implant on (B)(6) 2004, experienced pain from wet and cold weather in the area of l4-l5. Reportedly, the pain is extensive. This is the 1st of 6 reports submitted on this event.